Event description:
Customer called to report that they were hospitalized with dka. It was stated when they went back on pump, the sugars rose again. Customer stayed off pump and bgs were treated with lantus injection. Troubleshooting was performed. Pump passed the test. However, it was leaking at the luer connection.